Event description:
Hello, I believe there is a defect in this product. I used it to ligate and divide a renal artery, as I have with your product approximately 1000 times, and had bleeding from the arterial stump. This required additional intervention and modification of use of the product. No adverse event occurred, but had very serious potential. Covidien (B)(4) 30 mm - 2.0mm multifire endo gia straight lot p4b0175x - this happened also on a previous case (I don't have the lot #) last week. I am concerned there is a defect in the staple cartridge function. (B)(6).